Manufacturer narrative:
Additional information: section h6: investigation findings, 180 - mechanical problem identified manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Correction: upon further review on september 24, 2024, it was noted that section h6 component codes were submitted as 4755 - part/component/sub-assembly term not applicable, and 4707 - computer software on the initial MDR. It should have been 427 - circuit board, and 925 - pump. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section h6: component code: 427 - circuit board section h6: component code: 925 - pump all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the catalys system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the catalys system is not an implantable device. Our clinical application specialist (cas) was onsite for training and witnessed the error 03-044. The cas reached out to our field service engineer (fse) to make them aware of the error. The investigation by the field service engineer resulted in replacing a vacuum pump, and the vacuum control assembly to resolve the issue. The system meets specifications and no product deficiency is present. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a suction break during laser firing due to error 03-004 on their catalsy system. Customer cleared the error and re-docked successfully. The case was completed without additional errors. The rest of the cases finished without an event.